Manufacturer narrative:
All of the buttons are functioning properly. However, found corroded keypad traces. No button error alarm during our testing. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 245mg/dl. The customer states their current level is at 341mg/dl, but treated high level with manual injection. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.